Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-04456. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl, seroma, and mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: subcapsular fluid and "immunophenotypic analysis shows proliferation of very large cells, aberrant phenotype.

Event description:
Health professional reported left side subcapsular fluid and "immunophenotypic analysis shows proliferation of very large cells, aberrant phenotype (cd3 negative, hla-dr, cd25, cd45ro, cd43, cd30 positive, alk negative). Correlate with clinical, morphology and cytogenetics for the diagnosis of anaplastic lymphoma associated with the mammary prosthesis." Additional information has confirmed that "1. Peri-prosthetic fluid - negative for malignancy, in this sample. Cytological block - negative for malignancy. It was later reported, "nodule, and breast swelling". The events of "foreign body reaction, hair loss, diarrhea, signs of old bleeding, nausea and "vomiting are not device related. The device has been explanted and will not return.